Manufacturer narrative:
This report is submitted on march 1, 2023.

Event description:
Per the clinic, the patient experienced pain at implant site after MRI. Subsequently, the device was explanted on (B)(6) 2022, and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on march 28, 2023.